Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been urinating frequently and it has been causing her to get up a lot at night. It was reported that stimulation was felt in the correct area and had increased stimulation from 0.3 to 0.6v. It was noted that the sudden or gradual change in therapy/symptoms was sudden. No further complications were anticipated/reported.